Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. Programming changes were made. The patient was stable and would continue to be monitored.